Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, eccentric target lesion was located in a shunt near the anastomosis site in a moderately tortuous and moderately calcified vein in the left forearm. A 5.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. When deflation was performed, there was presence of blood in the plunger. The device was removed with a pinhole noted on the balloon material. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition after the procedure.